Event description:
The customer reported discrepant beta human chorionic gonadotrophin (bhcg) results for one patient involving the access 2 immunoassay system. An initial bhcg result of >1,000 miu/ml and a dil-hcg value of <1,000 miu/ml were obtained. Subsequent analysis of the sample, on an alternate access 2 system, generated a bhcg value of >1,000 and a dil-hcg result of 122,077 miu/ml. The customer also performed a manual dilution on the alternate access 2 system and obtained a result of >100,000 miu/ml. The original result was not released out of the laboratory. There was no patient impact associated with this event. The customer noted quality control (qc) was within specifications at the time of the event. The customer indicated the last system check passed on (B)(6) 2013 but appeared slightly elevated. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the printout for dil-hcg had no result and shifted from a high result to no result upon dilution. The fse noted evidence of worn seals in the precision pump and dried crystals around the piston and other areas. The fse also noted, upon disassembly, there was very little resistance between the piston and the seals, indicating wear. The fse rebuilt the precision pump with new seals, o-rings, and the drive belt. The fse also rebuilt the wash pump with new seals, o-rings, and drive belt. The fse cleaned both valves and stators and replaced the pipettor probe tip and perform pipettor alignments. The fse verified and adjusted the transducer voltage and performed a complete system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: probe tip.